Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for their anti-coagulant, heparin content and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. H3 other text.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle the blood is coagulated. The following information was provided by the initial reporter. The customer stated: "due to the needs of the patient's condition, arterial blood needs to be taken to monitor the blood, and the blood is drawn and shaken according to the standard, but the blood is still coagulated, resulting in repeated punctures and dissatisfaction of the patient."

Manufacturer narrative:
H.6 investigation summary. "Material #: 364390. Lot/batch #: 2137004. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for their anti-coagulant, heparin content and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle the blood is coagulated. The following information was provided by the initial reporter. The customer stated: "due to the needs of the patient's condition, arterial blood needs to be taken to monitor the blood, and the blood is drawn and shaken according to the standard, but the blood is still coagulated, resulting in repeated punctures and dissatisfaction of the patient."